Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "a case of ectopic pancreas that developed pancreatitis after eus-fna". The literature reported the result of a patient of the endoscopic ultrasound-fine needle aspiration (eus-fna) procedure using olympus "ez shot3 plus". In the subject cases, acute pancreatitis occurred. Omsc will submit a medical device reports (MDR) depending on the event.